Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous superficial femoral artery. An .035 unspecified guide wire was placed and a 6.0x100 armada 35 balloon was used to pre-dilatate the lesion and the guide wire was exchanged to a .018 command guide wire. A 5.5x150mm supera self-expanding stent system was attempted to be flushed but resistance was felt and it was observed there was a gap between the nose cone and the rest of the device. The nose cone was touched and came off. A new 5.5x120mm supera was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported tip break was able to be confirmed. The reported difficult to flush was unable to be confirmed due to the returned device condition. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that during preparation, inadvertent mishandling while unpackaging the device/removal from the tray resulted in kinking the lumen of the device such that attempted flushing resulted in the reported difficult to flush. Further manipulation of the compromised device in attempts to straighten the tip during flushing possibly contributed to a buildup of pressure resulting to the noted/reported tip break. However, as the reported difficult to flush was unable to be confirmed due to the returned device condition, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.